Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, foreign material adhered/clogged in auxiliary water channel. Leakage was found from suction cylinder, plug unit, and biopsy channel. The material may not have been removed because reprocessing could not be conducted properly due to leakage from these areas. The investigation could not identify the foreign material. The suggested event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonvideoscope jet tube had remains of white foreign objects inside. There were no reports of patient or procedure involvement.